Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Reportedly, customer was using "bad insulin." Bg was addressed via a manual injection, infusion set change, and changed insulin vile. The customer was instructed to consult with healthcare provider regarding bg level.